Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: when the pump performed the prime steps, a loud noise was heard from the motor. No alarms occurred during the investigation. When the pump¿s cover was removed, corrosion and flat spots were found on lead screw. The display screen was found to be dim and discolored. The audio bolus button was inoperable due to an inverted slug. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the lead screw was damaged, the display was dim and discolored, and the audio bolus button had a misaligned slug. This report is made based on results of investigation completed on (B)(6) 2015.